Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a downstream occlusion alarm followed by an unspecified system error. The pump then shut off and would not turn back on. This was observed during a bolus infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.